Event description:
During device checkout, the customer complained of a self-test failure at power up.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for evaluation. Evaluation of the device could not duplicate the reported malfunction. A review of the device log confirmed the event occurred. Investigation determined that the cause of the malfunction was due to an intermittent connection between an ic (integrated circuit) and its socket on a printed circuit card assembly. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the customer.